Event description:
It was reported that in 2007 the patient's lead came out of the spinal cord. It was noted that after the surgery the hcp had told the patient to return to his normal activities and he went back to the gym and worked out. Following the migration the patient had a flat lead placed in the spinal cord and it was anchored to his spine so that it would not come out.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have any concerns with his device or therapy.